Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the right essure coil is not in correct position/essure is not working properly") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device dislocation and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: one of the tubes was not occluded; ultrasound scan - on (B)(6) 2018: linear epigamic object in the uterine fundus. Most recent follow-up information incorporated above includes: on 3-oct-2018: event " heavy bleeding, abnormal bleeding" were added. Lab data and reporter information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the right essure coil is not in correct position/ essure is not working properly") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device dislocation and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: one of the tubes was not occluded ultrasound scan - on (B)(6) 2018: linear epigamic object in the uterine fundus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.